Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that leaking is occuring at maxzero female luer and IV set male luer connection during an infusion. This resulted in the patient not receiving the entire dose. No patient harm or medical intervention was reported. No further patient/event information was provided.